Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a cracked end cap. However, the motor passed the motor test. The device was received in with a flush drive support disk, missing end cap sticker, cracked reservoir tube lip and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.